Event description:
It was reported by service report that the pt right hand controls were hanging by their control cable and sharp edges were exposed on the control housing mounting points. No pt involvement or adverse consequences are reported.